Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: all available information was investigated and the reported unable to curve the steerable guide catheter (sgc) was confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined that the reported mechanical issue of sgc unable to curve the sgc was a result of the cable break. The cause for the cable break was a result of the combination of the challenging patient anatomy and procedural interactions. As the procedure was performed through internal jugular vein access, creating an a-typical angle, there may have been excessive knob turning by the user which resulted in over-tensioning of the cables such that the cable broke and resulted in the loss of tip functionality). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the cable break noted on the returned device. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The procedure being performed through internal jugular vein access, created an a-typical angle. After advancement of the steerable guide catheter (sgc) for use, during an attempt to curve the tip, it was noted that the +/- knob was turning, but the tip was not responding. There was no tip deflection noted. The device was removed and replaced with a new sgc that was used successfully for the case. No adverse patient effect or clinically significant delay in the procedure was reported. Returned device analysis found that the +/- cable was broken. No additional information was provided.